Event description:
Discordant, falsely elevated thcg patient results ((B)(6) patients) were obtained on an atellica im 1600 instrument. The initial results were reported to the physician(s). The same samples were repeated multiple times on the same instrument and two alternative atellica im 1600 instruments. The final repeated results were reported, as the correct results, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
An outside of united states (ous) customer reported that multiple discordant, falsely elevated thcg patient results were obtained on an atellica im 1600 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. All equipment switches were checked, such as all reagent probes about the reagent compartment and incubation ring. The washing stations and the 4-step valves were cleaned and checked, and probe 1 of the washing station 1 was cleared. It was noted that the probe pipe was completely blocked. The cse performed maintenance tasks, general self-check of the instrument and no errors occurred during the evaluation. Siemens concluded that the cause of this event was associated with the mechanical issues. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.